Manufacturer narrative:
Device used for treatment, not diagnosis coulibaly, m.o. And et al. (2015)."results and complications of operative and non-operative navicular fracture treatment". Injury, int. J. Care injured 2015; german article this report is for unknown pin, unknown quantity, unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, coulibaly, m.o. And et al. (2015)."results and complications of operative and non-operative navicular fracture treatment". Injury, int. J. Care injured 2015; german article. The purpose of the retrospective study was to compare results of operative (orif) and non-operative (not) treatment in navicular fractures. Eighty-eight patients with 90 fractures were included in the study. The following complications occurred for the orif treatment: secondary osteoarthritis, infection, nonunion, deep vein thrombosis. This is report 1 of 2 for (B)(4) for nonunion and infection. This report is for an unknown 2.5 threaded pins.